Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the second firing for pulmonary parenchyma resection, the surgeon started fire the device, however it stopped on the halfway. Removed the device from the tissue, replaced by new reload, then connected to same handle. The surgeon started fire the device, however it also stopped on the halfway. Then replaced by second handle and third reload and the surgeon started fire the device, despite of a crack sound, the surgeon could fully fire the device and the firing was successful. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the reload, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.